Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components were discarded. No further information has been obtained despite good faith efforts. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial, follow-up 1, d6b.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20175073/20175073.